Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that while attempting to implant the femoral component with the femoral introducer, the red knob fell off the femoral introducer and onto the operating floor. This happened after the first strikes to the base of the handle of the femoral introducer.

Manufacturer narrative:
It was reported that while attempting to implant the femoral component with the femoral introducer, the red knob fell off the femoral introducer and onto the operating floor. This happened after the first strikes to the base of the handle of the femoral introducer. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.